Event description:
Pt was hospitalized for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings, insulin delivery, and alarm histories were reviewed and confirmed as accurate by the pt. The pt's mother reported that their physician believes the pump is functioning properly and the pump is not being returned. The pt has continued to use the pump with no reported subsequent events.